Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer sated sensor glucoce read 53 mg/dl, but blood glucose read 162 mg/dl and it is going into threshold suspend. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.